Event description:
Customer's wife reported that customer passed away on (B)(6) 2014. Customer's wife was unsure of customer's blood glucose at the time of death, but she said it ran from 200 mg/dl to 600 mg/dl. Leading up to customer's passing, his potassium was really high and he missed a dialysis. There were several factors that caused customer's death, so customer's wife is waiting for the death report. Customer was not wearing the device when he passed away because the hospital staff had taken it off to treat him. The device is being sent back for analysis. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.